Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The solution involved pressing the clutch to release the guide tool change, after which the symptom was resolved by reinstalling the camera. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that the 30-degree endoscope rotated automatically during a procedure. The technical support engineer (tse) advised to reinstall the endoscope after disengaging the guide tool change, which resolved the issue. Additionally, when the 30-degree camera was installed looking up, the system recognized it as looking down. The solution involved pressing the clutch to release the guide tool change, after which the symptom was resolved by reinstalling the camera. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper setup. It can be resolved by removing the endoscope from the usm, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.